Event description:
On (B)(6) 2022, the complainant contacted leica biosystems and the following complaint information was documented: "error 230 drain timeout run failed, ret b, bottle 5, alcohol 100% tissue recovered from alcohol a couple of hours after the run failed. Biopsy tissue, 25 block." On 17 december 2022, leica biosystems melbourne received confirmation from the assigned leica field applications specialist-core histology, (B)(4) that the tissue samples from all patient cases involved in this event were diagnosable. No adverse consequence(s) to a patient(s) has been reported to the manufacturer to date. On 30 december 2022, the fas documented the affected patient tissue samples were derived from three (3) "2 hour biopsy" protocols comprising 265 cassettes in total, which started in both retort a and retort b on "(B)(6) 2022 in the evening, (B)(6) 2022 2 separate protocols started in the morning". The affected patient tissue type(s) and size(s) were described as "gi and breast biopsies" and "up to 3 mm in diameter" respectively"; the affected patient tissue samples were described as "tissues look "cooked" and dried out". The affected patient tissue samples were re-processed by "removed paraffin and gradually brought back to formalin to rehydrate the tissue for a while. Then reprocessed from first alcohol step."

Manufacturer narrative:
The root cause for the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 13:01pm on (B)(6) 2022. The facts indicate that a user did not complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed in the section 5.4.4 of the leica peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." At 13:01pm on (B)(6) 2022, bottle 5 (ethanol) was not in contact with the corresponding sensor for 37 seconds, which is not sufficient time to replace the reagent in this bottle in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual entitled <replacing reagents-manual>. The station properties for bottle 5 (ethanol) were reset at 13:02pm on (B)(6) 2022, with a user affirming in the instrument graphical user interface (gui) that the ethanol concentration in bottle 5 was to be set to the default value of 100%. The properties of the reagent in bottle 5 (ethanol) prior to these user actions were recorded in the instrument logs as: ethanol concentration=80.4%, cycles=50, cassettes=3291 and days=39. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 5 (ethanol) with an ethanol concentration of 80.4% was used for the final dehydration step in the six (6) tissue processing runs, which either started or completed between 12:29pm on (B)(6) 2022 and 10:39am on (B)(6) 2022. Manufacturer evaluation of the instrument logs and the information available indicates that the instrument functioned as designed during execution of the six (6) tissue processing runs, which either started or completed between 12:29pm on (B)(6) 2022 and 10:39am on (B)(6) 2022, from which the quality of tissue processing would have been sub-optimal. The root cause for the failure of the "2 hour biopsy" protocol started at 12:29pm on (B)(6) 2022 was due to the occurrence of the event code 231 and 230 indicating the instrument was unable to drain the reagent from retort b back to bottle 5 (ethanol) in the prescribed timeframe. The root cause for the generation of event codes 231 and 230 is considered likely to be a blockage in the reagent/vent line of bottle 5 (ethanol). The root cause for the possible blockage in the reagent/vent line of bottle 5 (ethanol) could not be determined from the information available.